Event description:
In january 2006 the lay-user/pt contacted lifescan alleging that her one touch ultra meter would not power on. Earlier this month (date unk), the pt noticed that her meter would not power on; so she stopped using the meter. On a different day after, she claims to have been "dazed" and was "sweating." However, she does not recall what food, medications, or treatment she received before or while she had the symptoms. Also, she does not know if she or her husband tried testing her blood glucose before or during the incident. The pt only remembers that her husband took her to the hospital where she stayed for 2-3 days. She remembers getting a reading of "30 mg/dl" on an unspecified medical device and was given "sugar" until she was fine. She indicated that as a result of the event, her "actos" medication was reduced from "30 mg" per day to "15 mg" per day. She was not able to provide any additional information regarding the event. The pt is currently prescribed the following medications: "actos" 15 mg, one tablet time daily; "glyburide" 5 mg, 1 tablet every morning; "cozaar" 50 mg; "lovastatin" 20 mg, 1 tablet every night; and "lisinopril" 40 mg, 1 tablet every morning. The meter, test strips, and controls were replaced. This complaint is being reported, due to the meter not powering on and the pt being unable to test herself. She eventually required treatment for hypoglycemia.